Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The lot/serial number is unknown. Concomitant med products and therapy dates: saw blade device; feb. 8, 2022. The device manufacture date was unknown. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
Report 2 of 2 of the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the saw blade stopped working. According to the reporter, the saw showed weakness and could not deal with cutting the bone quickly. It was reported that a second saw blade device was used to continue the surgery, however the same problem occurred. It was reported that a spare device was available to complete the surgery. It was not reported if there were any delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.